Event description:
It was reported that a patient had no stimulation sensation. It was also reported that stimulation shut down a day prior to reporting. The patient thought he saw the call your doctor screen but was not sure of the code. The patient was redirected to his health care professional. No patient outcome was reported with this event. Follow up is being conducted to determine this information. Should additional information be received, a follow up report will be sent out.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 399930, lot# v005883, implanted: (B)(6) 2006, product type: lead. (B)(4).